Event description:
There was no patient involved in this event. This device malfunctioned because of damage to the battery terminal pogo pin. A device in this fault mode could result in the failure of the device to connect to the pad pak (battery) and if let undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009. The pad-pak was then removed and an attempt was made to re-install it on (B)(6) 2011. A visual inspection of the device showed that the positive terminal pogo-pin was stuck inside the unit. The problem with the device was attributed to a damaged pogo-pin which occurred when through incorrect insertion. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.